Event description:
The device was returned to the service center with a report from the customer contact that during routine testing at the user facility, the display does not function. No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During testing, leakage from the disposable batteries was noted in the battery compartment of the device. The customers reported display does not function was confirmed when powered on the display was garbled. This is not a reportable malfunction. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.